Event description:
Information received from the field notes that the patient presented for a routine follow-up in sinus rhythm. The patient is not pacemaker dependent. The device exhibited excessive battery discharge. The patient will be monitored.